Event description:
This lead was implanted on (B)(6) 2012 and was capped on (B)(6) 2013 due to diaphragmatic stimulation. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)